Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2014 for confirmed aeromonas hydrophilia peritonitis, due to touch contamination. The patient was treated with gentamicin. The patient remained on pd therapy throughout hospitalization.

Manufacturer narrative:
In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations of non-conformances during the manufacturing process.